Manufacturer narrative:
Based on analysis of the returned ipg, engineers were unable to confirm the reported early battery depletion. The ipg exhibited normal characteristics during the visual and functional examination. The ipg data log analysis did not reveal any anomalies. The returned ipg analysis revealed that the ipg had reached the end of service (eos). The estimated battery life of the device was similar to the theoretical battery life with an energy use index (eui) range of 100 and with a pulse-width range of 1000 microseconds. Based on the results of the laboratory testing and available information there was no problem detected with the returned ipg.

Event description:
It was reported that approximately two months after the initial implant procedure, the patient received a message that the spinal cord stimulator implantable, scs implantable pulse generator (ipg) was at the end of service. It was noted that the patient was a high-rate user. The physician suspects ipg malfunction. The patient underwent an ipg replacement and was doing fine post-operatively.

Event description:
It was reported that approximately two months after the initial implant procedure, the patient received a message that the spinal cord stimulator implantable, scs implantable pulse generator, ipg, was at the end of service. It was noted that the patient was a high-rate user. The physician suspects ipg malfunction. The patient underwent an ipg replacement and was doing fine post-operatively.